Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The account reports the following possible batch number: j544g, lot eek951, mfg date: 05/01/2012, exp date: 01/31/2017.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent eye surgery on an unknown date and suture was used. The patient experienced wound dehiscence. Additional information has been requested